Event description:
Report received that while operating on battery power, the pump powered off by itself without sounding an audible alarm. The pump was returned to the biomedical engineering department with an unsigned note that stated, "the pump turned itself off." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing by the user facility, the biomedical engineer noted that after 15-20 minutes of operation on battery power, the screen went blank and the pump powered on by itself without sounding an audible alarm. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional info was provided.